Event description:
While pushing two presidio cerecyte microcoils into a basilar artery aneurysm and manipulating the coils, both of the coils stretched. Dr was able to pull both coils back into the non-codman microcatheter and remove them from the patient without any consequences. The physician was using a dual catheter technique and repositioned both coils at the same time. The distal tip of both microcatheter were was at an angle in both situations. There was no patient injury.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned severely damaged. The stretched coil was entangled around the device positioning unit (dpu). The proximal end of the coil unraveled out of the soldered section. The distal section of the coil was undamaged. The coil was returned severely damaged. The most likely root cause of the coil stretching was due to the coil becoming anchored during repositioning in the aneurysm. A contributing factor may have been due to the microcatheter being angled to the aneurysm. However, the circumstances of how and where the coil became anchored cannot be determined. In addition, without the return of the echelon 14 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. It was stated that both microcatheters used were at an angle to the aneurysm. For optimum product performance and to prevent potential product damage, the instructions for use (IFU) recommends: "if repositioning of the microcoil is necessary; carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire; or if repositioning is difficult; the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿ there was no evidence of a manufacturing issue; therefore, no corrective actions were taken.